Event description:
A transfemoral valve-in-valve tmvr case was performed to treat a pre-existing non-edwards 29mm mosaic surgical heart valve with a 26mm sapien 3 ultra resilia valve. The valve was successfully implanted in the patient. The failure mode of the surgical valve was not provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).